Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead had become dislodged. Attempt to reposition was not successful due to patient anatomy. Lead was explanted. Patient condition was stable.